Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer¿s blood glucose (bg) was "high"; although specific value not provided. Customer addressed bg level via correction bolus via pump. Ultimately, the customer reverted to an alternate form of insulin therapy.